Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. The reported issue associated with the movement of the safety bail was confirmed and was attributed to a broken spring in the assembly. A new spring was installed and the safety bail assembly was confirmed to be moving as intended. An additional observation was made of the stretcher unintentionally lowering about 6 inches after unloading.. A new actuator was installed and the stretcher no longer lowered unintentionally after unloading. The stretcher was returned to service.

Event description:
The end user reported the safety bail on the stretcher is allegedly not dropping as intended and does not catch the safety hook. The reported issue was not associated with an adverse event or injury.

Event description:
The end user reported the safety bail on the stretcher is allegedly not dropping as intended and does not catch the safety hook. The reported issue was not associated with an adverse event or injury.